Manufacturer narrative:
A supplemental report will be provided upon receipt of additional information.

Event description:
It is reported that during a helical removal of the screw, the screw head got blocked laterally, causing potential consequences on the muscle tissue. The screw was removed without adverse consequences for the patient, and no delay. Per email correspondence, the removal surgery was due to medical decision due to pain. There is no indication of product related issue which resulted in the reported pain or the revision surgery.

Event description:
It is reported that during a helical removal of the screw, the screw head got blocked laterally, causing potential consequences on the muscle tissue. The screw was removed without adverse consequences for the patient, and no delay. Per email correspondence, the removal surgery was due to medical decision due to pain. There is no indication of product related issue which resulted in the reported pain or the revision surgery.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, risk assessment result: visual inspection was performed and it was found that the tulip threading is damaged and tulip head is overextended on the screw shank, causing it to be jammed and loose poly-axiality. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Due to lack of information received, the root cause of the reported event could not be determined conclusively but potentially could be because of one or more of the following factors: cross-threading of screwdriver with the screw during removal. Previously deformed/ damaged removal device was used. Excessive angulation of screw or instrument, causing cantilever loading. Incorrect removal tools used.